Event description:
It was reported that during a lap appendectomy procedure, when they went to load the first "load", one of the staples fired part way. They got a new load and inserted it with no problem. But when the surgeon attempted to close the jaws around the appendix stump, it didn't click like usual. They manipulated it for a minute to make sure it was closed, then attempted to fire the staples. The handle wouldn't close. When they re-opened the stapler, it had partly fired staples, but had cut past the staples that were engaged. They used a new device and were able to fire it proximal to the previous stapling attempt. This stapler fired with no problem. There was no adverse consequence to the patient.

Manufacturer narrative:
Spring cartridge lockout tab. The analysis showed that the ats45 device was received in good visual condition and with two reloads present. Reload b was received fully loaded with staples. Reload a was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned reload b and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Event could not be confirmed, as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.